Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy. It was also noted that there were some potential changes to the patient's underlying ventricular arrhythmia. The patient's spontaneous rhythm appeared to be atrial-driven. Subsequently, the patient was admitted to hospital, and the device was reprogrammed. No additional adverse patient effects were reported.